Manufacturer narrative:
Concomitant medical products: g141 device, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The right ventricular (rv) lead and left ventricular (lv) lead were capped. No further patient complications have been reported as a result of this event.